Manufacturer narrative:
(B)(4).

Event description:
Patient's mother reported patient was at school and getting ready to board the bus for home. At the time, patient's continuous glucose monitoring (cgm) read 96. School policy indicates no diabetic is allowed on the bus if their blood glucose (bg) is below 100. The school nurse administered juice to the patient to bring up the patient's glucose levels. Patient's levels were tested and reported as 55mg/dl. No injuries or further medical intervention was reported. Patient's mother reported the patient's current condition as fine.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter patient experienced on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.